Event description:
It was reported during atrial output testing there were either no outputs or flashing numbers intermittently. New battery and switching cables were tried. Testing was done at a different milliamp output setting and same reading. Doesn't flash on the sense marker. Status of the external pulse generator is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had no output. The epg passed all incoming testing. It was indicated that the case was damaged. The epg was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for service.